Manufacturer narrative:
The rv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker system reported feeling dizziness and fatigue. Testing of the system revealed that the pacing threshold measurements on this right ventricular (rv) lead had increased from 1.2 volts @ 0.4 milliseconds to 6.0 volts @ 1.2 milliseconds. The pacing threshold measurements had also increased on the right atrial (ra) lead but not as drastically. The pacemaker was reprogrammed to increase the outputs for both leads. At a later date, it was confirmed through fluoroscopy that the rv lead had dislodged. A revision was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported. No actions were taken with the ra lead or the pacemaker.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision was performed and the pacemaker was explanted and the rv lead was capped, surgically abandoned, and successfully replaced. No additional adverse patient effects were reported.